Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as itchy heat rash/sore. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended keeping the area dry and using unscented lotion for the skin irritation. Outcome of the irritation is unknown.

Manufacturer narrative:
Not applicable.